Event description:
It was reported that the user¿s freestyle libre 3 plus sensor did not pair with the ilet after application, and customer care guided the user to toggle the fl3+ connection off and on and to restart pairing by rescanning the sensor, after which the ilet began pairing and the sensor entered warm-up. No adverse clinical symptoms were reported. Outcomes included successful restoration of sensor pairing and continuation of normal warm-up without alerts or alarms and no health impact. User support included guided troubleshooting and education performed during the call. Investigation of this case revealed that the pairing failure was resolved through standard bluetooth connectivity and sensor rescan steps, with no device component damage or malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity setup requiring standard troubleshooting.